Manufacturer narrative:
On 01-jun-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of lot 9391026 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture and seroma complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12-jun-2020, mentor received additional information regarding the culture report from the early-onset seroma. The seroma formed six days after original surgery, and continued for two months. As per the healthcare professional¿s report, the clinician does not suspect malignancy, and the culture performed returned with ¿few wbcs seen.¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma, capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a breast augmentation primary with 500cc smooth mentor memorygel breast implant has experienced postoperative left-sided early-onset seroma and left-sided grade iii capsular contracture, confirmed by the physician. Patient had drain placed in the pocket. Patient then experienced hardness and pain under left breast and around the nipple, and left breast was sitting higher than right breast. As a result, the patient underwent unilateral explantation and replacement with like device, catalog # 3505004bc, on (B)(6) 2020.